Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [20036957] was not found for the reported catalog # [2420-0500]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set was deformed. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "we received 4 samples with this complaint instead of the expected 3. Three samples were separation defects while the fourth was a missassembly."

Manufacturer narrative:
Describe event or problem: it was reported that the as lvp 20d 2ss cv was deformed. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "we received 4 samples with this complaint instead of the expected 3. Three samples were separation defects while the fourth was a missasembly." Medical device brand name: as lvp 20d 2ss cv medical device catalog #: 2420-0007 medical device lot #: 20036957 unique identifier (UDI) #: (B)(4). Medical device expiration date: 3/24/2023 device manufacture date: 3/23/2020 investigation: one sample of model 2420-0007, lot 20036957 was submitted for quality investigation. The customer complaint that the infusion set was misassembled was verified by visual inspection. No further defects or damages were observed. A device history record review for model 2420-0007 lot number 20036957 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of misassembly with lot #20036957 regarding item #2420-0007. The root cause has been determined to be an assembly error during manufacturing of the infusion set.

Event description:
It was reported that the as lvp 20d 2ss cv was deformed. This complaint was created to capture the 3rd of 6 related incidents. The following information was provided by the initial reporter: "we received 4 samples with this complaint instead of the expected 3. Three samples were separation defects while the fourth was a missasembly."